Event description:
A distributor reported the following to anika via anika customer service: a patient reaction to monovisc injections occurred in the orthopedic office recently. Patient had a significant knee synovitis: white count of 62,500 with 90% neutrophils, cultures negative."